Event description:
It was reported that there was an atrial lead warning. There have been increased, high and variable impedances as well as high thresholds. There were also several atrial high rate episodes with noise. An x-ray and lead revision are planned. It was further reported that the patient had a fever, new onset of confusion, weakness and was bradycardic. The atrial lead was programmed off approximately seven months ago due to the high thresholds. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning. There have been increased, high and variable impedances as well as high thresholds. There were also several atrial high rate episodes with noise. An x-ray and lead revision are planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.